Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed incoming pulse testing. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed pulse testing. Upon evaluation, the unit would not deliver a pulse. The cause of the inability to deliver a pulse was a defective q3 component on the computer/analog (ca) board. The root cause of the defective component cannot be positively identified. No adverse event resulted from the defective component. The last pt to use this monitor did not report any deficiencies.